Manufacturer narrative:
Failure analysis (fa) clarified that the tip cover had a tear at the distal end of the tip cover and not the proximal end as previously reported. Additionally, it was noted that the word ¿gauge¿ was used in error and meant to say a ¿gouge¿ was observed. Fa clarified that the gouge was observed at the distal end and not the proximal end as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 : intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the tip cover with tearing at the mouth on the proximal end. It was noted that the tears were aligned with the tip cover and measured from 0.018¿ in length. Fa noted there was no signs of thermal damage present at the end of any tears. The tip cover was found to have a gauge at the proximal end. It was found that the gauge had missing material measuring about 0.013¿ x 0.025¿ and was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
Isi has not yet received the mcs tip cover for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the monopolar curved scissor tip cover fell into the patient. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when pulling the monopolar curved scissor (mcs) instrument's tip out of a 8mm trocar, the mcs tip cover accessory came off and fell inside the patient. It was reported that the tip cover was able to be removed from the abdomen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was performing a hysterectomy procedure when the reported event occurred. The tip cover was retrieved by passing it through the open cuff and out of the vagina. No additional surgical procedure was required to remove the fragment. To proceed with the procedure, the surgeon placed another scissor tip cover on the same scissor instrument. No electrolube was applied to the monopolar curved scissor prior to the tip cover installation, and did not make contact with any other instrument or other hard material during the surgical procedure. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.